Event description:
On (B)(6) 2018, the reporter contacted lifescan (lfs) alleging that the lay user/patient's onetouch ultramini meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged accuracy issue started approximately 4 to 5 months ago, and within the last week the patient obtained alleged inaccurate high blood glucose readings in the range ¿300 to 500 mg/dl¿ using the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter informed the csr that the patient manages his diabetes with novolog and lantus insulin (self-adjuster) and had increased his usual dose immediately in response to the elevated readings. The reporter claimed that the patient developed symptoms of ¿extremely disoriented and incoherent¿ an unspecified amount of time after the alleged issue began, and was taken to hospital (dates and times not provided) although the reporter confirmed that no medical treatment/intervention had been received as a result of the alleged issue. During the hospital visit the subject device was compared to a hospital meter, with readings of 250mg/dl and 150mg/dl respectively within 20 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and the test strips being used had been stored correctly and within expiry. The csr noted that the patient did not have any control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.